Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump continued to beep. During troubleshooting with tandem technical support, cts identified the customer received incomplete bolus alerts and no other alarms or alerts were present in the pump logs. The customer's blood glucose level was 300-400s and the customer bolus using the pump to manage bg level. Tandem technical support educated the customer on the meaning of the incomplete bolus alert and how to clear the incomplete bolus alert. Customer acknowledged.